Event description:
Intl customer reported an air leak developed in the device three days following initial activation. The device was disconnected and replaced. No adverse patient consequences were reported.

Manufacturer narrative:
Date sent to the FDA: 11/14/2007. Conclusion - the product upon which this medwatch is based is anticipated. Once the product is received any further info derived from the evaluation will be submitted in a supplemental 3500a form.